Event description:
Philips received a complaint on the dfm100 device indicating that the defibrillation is disabled during the operation test. The device was delivered to the repair facility for the testing/repair. The bench repair engineer evaluated the device. It was determined that this was a malfunction of the processor pca (printed circuit assembly) which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the processor pca. The reported problem was confirmed. The bench repair engineer replaced the processor pca to resolve the issue. It has been concluded that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.